Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline tip was damaged and couldn't be deployed. After the microcatheter was in place, when the pipeline was deployed, the tip of the pipeline couldn't be opened in the distal section after repeated attempts, and then resheathed and removed from the body together with the stent delivery catheter. The pipeline had not been positioned in a bend and less than 50% of the device had been deployed when it failed to open. It was resheathed less than or equal to 2 times. No additional steps or other devices required to open the pipeline. No patient symptoms or further complications were reported as a result of this event. Angiographic result post procedure showed the stent implantation was successful, and the blood vessels adhered well after operation. The pipeline was used for an indication that is approved and the pipeline and any accessory devices were prepared as indicated in the IFU.   The patient was undergoing surgery for treatment for blood flow diversion treatment of a saccular, unruptured aneurysm in c6 with a max diameter of 12mm and a 6mm neck diameter. The access vessel was the femoral artery, which had a diameter of 8mm. The landing zone was 4.5mm in the distal end and 4.6mm in the proximal end. It was noted the patient's vessel tortuosity was moderate.   Ancillary devices include a stryker 8f guide catheter and a phenom27 microcatheter.

Manufacturer narrative:
Associated with MDR # 2029214-2023-02054 reported for the phenom 27 microcatheter returned associated with this event. H3. Product analysis:¿ equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, a plastic bio-pouch, and a sealed pouch. Damage location details: the pipeline flex pusher was found bent at ~114.0cm, at ~117.0cm, and at ~158.0cm from the pusher proximal end. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher proximal bumper and resheathing pad were found in good condition. The pusher distal core wire was found broken at ~6.0cm from the pusher proximal bumper. When compared to the product drawing, the distal core wire appears to have separated at the proximal sleeves restraint. The pusher sleeves and tip coil were found separated from the pusher and not returned. In addition, the pipeline flex braid was not returned. Testing/analysis: the pipeline flex pusher distal core wire was sent out for sem (scanning electron microscope) failure analysis. Per the sem report, ¿the broken end failed torsional overload¿. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ and ¿pipeline damaged¿ could not be confirmed. The pipeline flex braid was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. Regarding the damages found with the returned pipeline flex embolization device (pusher bent/stretched/broken) and phenom 27 catheter (kink/separation) occur if the device(s) are advanced/retrieved against resistance. However, the cause for the damages could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that clarified that the tip damage on the pipeline was the pipeline failed to open after several attempts. The damage was observed during use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.